Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned and replaced due to loss of capture (loc) and diaphragmatic stimulation. No additional adverse patient effects were reported.